Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the implant procedure involving the trunk ipsilateral leg component, a significant amount of blood kept leaking through the handle of the device. The physician opted to continue the implant in a hurried manner. The patient lost approximately 500ml of blood. A blood transfusion was not administered.

Manufacturer narrative:
The delivery catheter was returned to gore for evaluation. The device evaluation showed the following: the tuohy-borst valve appeared to be aligned with the spine and fully tightened. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. The glue ports and guide-wire trough were inspected and appeared to be filled with glue. The catheter at the junction with the handle was examined and no blood was observed channeling through the junction. The shrink tube was removed and no gap was observed between the two halves of the spine nose piece. Green dyed water was pressurized though the septum into the manifold area to determine the location of the leakage (the catheter was clamped distally with hemostats in order to allow for pressurization). Water was observed spurting out of the manifold in an area where only the silicone gasket is present. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket.